Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl. The customer treated for high blood glucose with bolus after meal. Customer reported that they exercised due to which blood glucose was corrected. Customer was not sure if insulin pump was on auto mode. Customer declined reported high blood glucose was related to ice cream. The insulin pump will not be returned for analysis.